Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. There was no allegation reported by the patient. There was no report of serious patient harm or injury. There was no report of medical intervention. The device was returned to a third-party service centre. The technician confirmed particles in the air path during the device evaluation. The device was visually inspected and found evidence of foam degradation inside the blower kit. The third-party service center concludes that they could confirm the customer's allegation. During the evaluation secondary findings was observed. There was 0 error code found. The device was corrected. The manufacturer is submitting a final report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed.